Event description:
It was reported during procedure, the distal tip of the pipeline pushwire wedged itself in either a perforator or in the subarachnoid space. The physician did not want to retrieve the tip and decided to torque excessively to broke the tip and leave it in the pt as an implant. No complications were reported with the pt as a result of the event.

Manufacturer narrative:
The pushwire was returned with approx 21.8mm of the distal tip missing. Analysis of the break point showed the failure of the core wire occurred due to torsional overload. (B)(4).